Manufacturer narrative:
(B)(4). The patient underwent the sling procedure on (B)(6) 2007. It was reported that the patient experienced bleeding and erosion onto the vagina, rectum and urethra and she had the mesh removed on (B)(6) 2010. The patient had a medtronic intestine icon implanted on (B)(6) 2010 to treat mixed incontinence. (B)(4) mesh exposure.

Event description:
It was reported that a patient underwent a sling procedure on either (B)(6) 2007 or (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatches 2210968-2011-02272. The same patient is represented in each medwatch.